Event description:
The customer reported having high blood glucose. The blood glucose reading at time of call was 153mg/dl. The customer experienced nausea and excessive thirst. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. During the call, the customer stated that he was admitted over two years ago. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that the device was exposed to a high magnetic field while having an x-ray at the dentist office. Performed the displacement and self test and they passed. The customer also mentioned that the device is losing time greater than nine minutes. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.